Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported after having successfully fired the ets, the nurse noticed while changing the reload that the anvil had become dislodged from the shaft. A second stapler was pulled and the same thing happened. A third stapler was pulled and the case was completed without incident. There was no consequence to the pt.